Event description:
A distributor in sweden reported an issue where a pump triggered a cartridge alarm labeled as alarm 20 during its operation. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact on the customer's blood glucose level. Technical support decided to replace the faulty pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure ongoing insulin delivery. The customer was guided on how to prepare the pump for return, and a replacement pump was arranged for shipping.